Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 1/25/2021 section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and that the lens was received cut in half (only one half received), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown, information not provided. Race/ethnicity: unknown, information not provided. Date of event: exact date unknown, not provided. Best estimate is between (B)(6) 2020-(B)(6)2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had lens explanted from the left eye due to developing severe positive dysphotopsia, and halos from edge of implant. Started surgery and capsule appeared to open. Removed exchange lens. No lens was implanted as patient was sent to retina specialist. Event was observed during post-exam. Current patient status is unknown. No further information available.